Event description:
It was reported that the 9800 system had a motion error message when the remote user interface joystick is used. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The remote user interface was replaced during the service call. The system was tested and found to be working as intended and put back into service.